Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead alert during the implant procedure but was dismissed and device programming continued. After system testing the patient became bradycardic so pacing was turned on through the pacing system analyzer (psa) and pacemaker handed over for a quick connection. Upon disconnecting from the psa, the patient was observed in ventricular standstill which was then worsened as the device did not pace upon connection to the right ventricular (rv) lead. After quickly completing implant of the system and achieving pacing settings were reviewed on the programmer and the leads were found programmed unipolar as a result of a safety switch from bipolar to unipolar pacing approximately one week prior to the procedure. Based on this, the health care professional (hcp) believed the device was previously programmed out of storage mode before use that day. No additional adverse patient effects were reported. This system remains in service.